Event description:
It was reported that the patient experienced hypoglycemia during dinner after delaying the meal, with a documented blood glucose of 50 mg/dl, and corrected the low using oral carbohydrate. Symptoms included shakiness and other signs consistent with low blood glucose. Outcomes included transient functional limitation without hospitalization. Investigation included troubleshooting with the user and education on hypoglycemia management. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that no device malfunction was identified and that user factors related to delayed meal timing could not be excluded. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.